Event description:
Caller reported an alarm 01 issue. There was no adverse impact to the customer's blood glucose level. The customer was unable to fill and load a second cartridge while on the phone with technical support to resolve the issue.